Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that during the device evaluation, the gastrointestinal videoscope exhibited a clogged nozzle with black debris in it. However, the customer confirmed they returned the device without reprocessing due to the error message, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions besides the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a clogged nozzle with black debris in it. There were no reports of patient involvement.